Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip (enc452212, 7273308) became impeded in middle part of prowler select plus (606s255x, 30772059) microcatheter. The physician retracted the stent a little and pushed it to aneurysm. Only delivery wire of stent was displayed under fluoroscopy (the delivery wire was not connected to stent body). It was found that the stent body was released in microcatheter under fluoroscopy. A new stent was switched to complete the surgery. There was no patient injury report. Additional information received indicated that there was no cerebral target position loss. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt in the body. No other devices were successfully used with the concomitant device prior to the encountered resistance. The prowler select mc was used to complete the procedure with the replaced stent of the same size (4.5mm x 22mm). There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip (enc452212, 7273308) became impeded in middle part of prowler select plus (606s255x, 30772059) microcatheter. The physician retracted the stent a little and pushed it to aneurysm. Only delivery wire of stent was displayed under fluoroscopy (the delivery wire was not connected to stent body). It was found that the stent body was released in microcatheter under fluoroscopy. A new stent was switched to complete the surgery. There was no patient injury report. Additional information received indicated that there was no cerebral target position loss. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt in the body. No other devices were successfully used with the concomitant device prior to the encountered resistance. The prowler select mc was used to complete the procedure with the replaced stent of the same size (4.5mm x 22mm). There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire impeded in microcatheter and premature stent deployment in microcatheter are known potential complications associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information provided and without the return of the device, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.